Event description:
The manufacturer received information alleging an issue related to a everflo intl device. The manufacturer received information alleging that the device has low oxygen concentration. During the external and internal evaluation of the device at the third-party service center, the customers complaint was confirmed. The device was visually inspected and found the sieves, o2 pilot solenoid damaged, the overlay, manifold and rear cabinet is cracked, and the compressor is burn. The inlet filter was replaced due to preventive maintenance. The device was repaired and passed all testing. There was no allegation of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Updated b5 will be: the manufacturer received information alleging an issue related to a everflo intl device. The manufacturer received information alleging that the device has low oxygen concentration. During the external and internal evaluation of the device at the third-party service center, the customers complaint was confirmed. The device was visually inspected and found the sieves, o2 pilot solenoid damaged, the overlay, manifold and rear cabinet is cracked, and the compressor is burn. The inlet filter was replaced due to preventive maintenance. The device was repaired and passed all testing. There was no allegation of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Due date, event date, date received by mfg. Are updated in this follow-up.